Event description:
(B)(4) - dealer claims the smart tilt actuator will tilt back but will not come back down to a seated position. We tried recalibrating the actuator which would not bring it down either. Dealer hung up before being transferred to complaint team. No additional information given. 01/08/2015, 05:27 pm same dealer and same csr / added new order number. Dealer states, the tilt will only go down not (B)(4). Customer was not in chair when the tilt was not working. This customer is sole owner of chair. No additional information available per dealer.